Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke and a burning smell from the architect c4000. The instrument had errors ec 8550-power supply 5volt failure and ec 9086-scc communication to module and analyzer changed to offline with power off. The instrument had been also having errors ec5516-(high concentration waste pump) did not stop as expected and ec 3103-liquid contact broken for r2 pipettor. No impact to patient management was reported. No injuries to the users were reported.

Event description:
The customer observed smoke and a burning smell from the architect c4000. The instrument had errors ec 8550-power supply 5volt failure and ec 9086-scc communication to module and analyzer changed to offline with power off. The instrument had been also having errors ec5516-(high concentration waste pump) did not stop as expected and ec 3103-liquid contact broken for r2 pipettor. No impact to patient management was reported. No injuries to the users were reported.

Manufacturer narrative:
Service inspected the instrument and noticed the bd, cnn, c4 (rohs) (7-205179-01) had a burnt mark, the cable, cnb 21 to lui (rohs) (7-205398-01) was melted and the drain nozzle of the pump assy, hcw peri (rohs) (7-205341-02) was broken. Service determined the parts the likely cause of the smoke and burning smell and replaced the parts. Part replacement resolved the issue. The instrument service history review revealed no additional service tickets associated with smoke. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The 2024 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke was limited to the bd, cnn, c4 (rohs) (7-205179-01), pump assy, hcw peri (rohs) (7-205341-02) and the cable, cnb 21 to lui (rohs) (7-205398-01). No smoke was spread to other parts of the instrument. Based on the investigation, no systemic issue or product deficiency was identified for the architect c4000 serial number c401713 and the bd, cnn, c4 (rohs) (7-205179-01), pump assy, hcw peri (rohs) (7-205341-02) and the cable, cnb 21 to lui (rohs) (7-205398-01).